Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
It was reported that the bur was wobbling in the 4.0cm straight irrigation attachment and was not cutting smoothly during the course of a procedure. The cutting was not as controllable as desired. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the bur was wobbling in the 4.0cm straight irrigation attachment and was not cutting smoothly during the course of a procedure. The cutting was not as controllable as desired. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.